Event description:
It was reported that after inflating/deflating the balloon twice, the catheter could no longer be removed through the 6f sheath and had to be removed together with the sheath. No patient injury was reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. One catheter was received for evaluation. No introducer sheath was returned for evaluation. Upon inspection of the returned sample, the shaft and the bifurcate of the catheter appeared clean and intact. The balloon appeared to have some discoloration that was slightly green in color. There appeared to be a kink in the tip material approximately mid-balloon. An in-house .035 guide wire was used to check the patency of the catheter. The guide wire was inserted into the catheter with no problems. The balloon catheter was immersed into a warm water bath. Deflation of the balloon was attempted using an inflator to purge out any air that might be in the balloon. The balloon did not fully deflate. Inflation of the balloon was attempted and a pinhole in the balloon was immediately noticed. Under magnification, the pinhole in the balloon was approximately 1cm proximal of the distal band and was approximately .010 inches in size. Due to the condition of the sample, introduction could not be performed recreate and confirm the removal issue. The result of the investigation was inconclusive for removal issues as the introducer used was not returned. It was confirmed that the balloon had a pinhole and could not be fully deflated. The pinhole in the balloon and the deflation issue may have been contributing factors in the reported removal issues. The definitive root cause for the pinhole in the balloon is unknown. It should be noted that a terumo introducer was used. This is not the recommended introducer sheath to be used with this device. The current IFU for this device states: equipment required: introducer sheath (input sheath recommended).